Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that a component was fractured off the housing of the handswitch

Manufacturer narrative:
It was confirmed by the evaluation conducted by the manufacturer service technician that the stop was broken off the plastic lever of the device. Evaluation conclusion: the device was scrapped by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that a component was fractured off the housing of the handswitch.